Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: fpa. D.2a. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® push button blood collection set with pre-attached holder, mold was observed in the packaging and in the wingset of one (1) device. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 (two) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fm ¿ other was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of fm ¿ other was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm ¿ other based on photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® push button blood collection set with pre-attached holder, mold was observed in the packaging and in the wingset of one (1) device. There was no health impact or consequences reported.